Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator shut down and an audible alarm sounded. No patient injury was reported.

Manufacturer narrative:
For the investigation the device was tested by the hospital biomed and it was found that the fuses at the external battery and the internal battery were blown. He consequently replaced the power supply. The power supply was sent to the manufacturer. The investigation showed a faulty transistor, which is directly connected to the mains supply. Therefore the root cause for the described shut down of the ventilator lies within the faulty power supply. In this case the ventilator alarms and stops ventilating. The safety valve opens in order to allow for spontaneous breathing. The problem is solved by replacement of the power supply.

Event description:
Please see initial report.